Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12929. It was reported that one of the patients s2 leads migrated due to an unrelated surgery. X-rays confirmed the migration of the lead. Surgical intervention may be undertaken to address the issue. It is unknown which s2 lead migrated, therefore both leads are being reported on.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12929. It was reported that the patients leads were explanted and replaced. Therapy was established post-op.